Event description:
The pt received his scs system on (B) (6) 2009. It was reported that after the implant, the pt's programmer would not communicate with the ipg. Add'l attempts at communication were made by varying the distance between the wand and ipg and by using another programmer and wand with no success. The physician explanted and replaced the ipg on (B) (6) 2009. F/u on the pt found that he has had no further issues.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Leads were returned incomplete and could not be functionally tested. Ipg failed test programs and was determined to be due to a problem with the u8 pcb component. Ipg battery was drained prematurely by a defective u8 component. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.